Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer reported the drive support cap appears normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to complete insulin pump rewind. The device will be returned for analysis.